Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and white particles in the shell. Leak test and microscopic analysis was performed which identified: partial delamination on the leaf valve. Based on the device analysis, the final assessment is partial delamination on the leaf valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. The device has been explanted.